Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred after the customer completed a cartridge change. No reported abnormal altitude conditions occurred prior to the alarm. Additionally, the battery gauge was reported to deplete rapidly. The customer's blood glucose level ranged from 175-326 mg/dl. Reportedly, the customer reloaded the same cartridge and resumed insulin delivery, clearing the altitude alarm. The customer declined to troubleshoot the battery issue.